Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient developed peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was attributed to the patient having constipation and dysuria. The patient was not hospitalized for the event. The patient was provided an initial treatment of intraperitoneal ancef (20 mg/kg) and intraperitoneal fortaz (20 mg/kg). The patient continued with intraperitoneal fortaz for 21 days. The patient was reported to have recovered from the peritonitis. The cassette used at the time of the incident had been discarded. The patient has been able to continue with their pd therapy. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of any fresenius product malfunction that could have caused or contributed to the reported event. A probable association does currently exist between the patient¿s peritonitis and the patient¿s reported constipation and dysuria. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.